Event description:
It was reported that the 9900 system experienced a joystick error. Customer rebooted several times to get system to operate. Several cases were completed. There was no report to pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The joystick seemed a little stiff to move, but after moving it around it worked ok. However, as a proactive measure installed a new remote user interface (rui). The system was tested and found to be working as intended and placed back into service.